Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reports scattered red rash like area under his mass and tape collar that is painful and bleeds at times. He uses adhesive remover wipes and no sting protective barrier to his peristomal skin. He uses water to cleanse his peristomal skin. No wear time established. Spoke to end user and his caregiver. End user did not wish to share information. Instructed on cutting the white tape collar off his pouch until he receives the samples sent. Instructed on crusting with stomahesive powder and protective barrier wipes or water. Instructed on cleansing his peristomal skin with soap that does not contain lotions; moisturizers or creams. Instructed if area worsens or does not improve to call back for additional instructions.